Event description:
It was reported there was an incorrectly syringe volume detected when infusing morphine. Per report, there was 4ml of morphine remaining in the syringe, the module indicated the syringe volume was empty". There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an incorrect syringe volume detected was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an incorrectly syringe volume detected when infusing morphine. Per report, there was 4ml of morphine remaining in the syringe, the module indicated the syringe volume was empty". There was patient involvement but no harm.